Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. When the physician was attempting to cross the septum, a pericardial effusion was noted by transesophageal echocardiogram. The patient was asymptomatic. The procedure was continued and the closure device was implanted successfully. It was noted that the pericardial effusion grew in size very slowly throughout the procedure. Following the release of the device, the physician decided to perform a pericardiocentesis and drain about 250cc of blood from the pericardium. The patient remained asymptomatic from these events. They recovered and are doing well.